Event description:
A malfunction occurred and was reported with the code malf 5. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. In response, technical support arranged to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was guided on how to prepare the pump for return, and they confirmed understanding of the instructions.